Event description:
Prior to patient being seated in wheelchair, chair not fully deployed in the 'locked' open position. Patient backed up into chair, using hands on seat to guide her. Left pinky finger at h-block location. When patient sat chair fully deployed causing fingertip detachment.